Event description:
Patient reported right capsular contracture. Healthcare professional additionally reported right capsular contracture as baker grade IV. Patient representative additionally reported "recall" and "cysts" (non device related). Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.